Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was a report of an overdischarge implantable pulse generator (ipg). The patient's ipg stopped and they were feeling well so they didn't attempt to recharge until they were wanting to use stimulation. When the patient attempted to charge the ipg, the recharger was unable to couple with the ipg. When attempting to read the ipg with the patient programmer and the clinician programmer, they were unable to communicate with the neurostimulator. A device reset was attempted 3 times and was unsuccessful. The issue was not resolved at the time of the report. It was reported that the patient needs to see a pain physician to discuss possible ipg replacement. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.